Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported event, able to interrogate with the provided radiofrequency (rf) head and a known good rf head. Also able to interrogate wirelessly without issue. It was noted that the system fan was noisy.

Event description:
It was reported the programmer intermittently was not able to interrogate device. The rf (radio frequency) header was replaced and s till unable to intermittently interrogate device. It was questioned if this is a connection issue. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).